Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". The following repair activities were performed physical damaged case upper replaced, damaged connector replaced, physical damaged chassis replaced, defective material exchanged, missing material renewed, damaged psu board replaced, physical damaged enclosure-bezel replaced, defective electrical connector replaced, socket connection between the ID and rf boards secured with silicone sealant, functional test acc. To test procedure completed, by built-in-test (bite) indicated fault codes analysed, unit cleaned, unit calibrated newly, 1hr.- output power test completed, functional test performed, electrical safety test acc. To iec 60601-1 completed, and safety test checklist enclosed. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Due to the age of these products the DHR's are no longer able for review. Please see DHR review response for confirmation from gyrus. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported by the biomed that during an arthroscopy this error 200- 25 was shown on the screen. Another vapr was used to complete the case, no patient consequences.